Event description:
During the lap cholecystectomy procedure, the device was pumping double clips, and dispensing two at a time. The clips were not lining up and were malformed. The case was completed with the second device. All clips were retrieved from the patient. No patient consequence.